Manufacturer narrative:
Concomitant medical product: 694765 lead, implanted: (B)(6) 2013; dtmb1d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a routine device transmission showed elevated threshold. The patient was brought into the clinic for further testing, where the lv lead showed high undefined impedance and was not capturing. The lead was programmed off. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.